Event description:
The device was used during a laparoscopic hernia procedure. Reportedly, the safety shield did not retract smoothly.

Manufacturer narrative:
6/13/97-medwatch report not received by MFR. Submission of initial report to FDA by mfg. The statutory medwatch reporting time frame of 30 calendar days has been exceeded.